Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change out procedure, the pulse generator exhibited a setscrew anomaly and the lead was unable to be removed from the header. The lead was cut and the device was explanted and replaced. The patient was in good condition post procedure.